Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 300 mg/dl. The patient had abdominal pain and a headache. For treatment, the patient was given fluids and insulin. The patient was discharged after 2 hours. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.